Event description:
The customer reported that the system was intermittently not producing x-ray. No pt injury was reported.

Manufacturer narrative:
The customer rebooted the system and the system was then operational. No conclusion can be drawn as there is no repair info.